Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2015 via the clinical affairs hotline to report an incident for the patient referenced above, who was implanted on (B)(6) 2015. On (B)(6) 2015, the patient developed sepsis-like symptoms, with severe inflammation and disseminated intravascular coagulation (dic). The patient was treated with antibiotics despite the fact that no positive bacterial cultures had been reported. On (B)(6) 2015, the patient developed respiratory distress with rising lactate values. Inspection of the blood pump revealed incomplete filling with complete ejection. A transthoracic echo was performed which revealed a large clot in the left ventricle, which the physician suspected was occluding the blood pumps inflow cannula. The patient was intubated and sedated and then taken for a head CT scan which revealed a complete mca infarct. On (B)(6) 2015 the patient was taken to the operating room where the blood pump and inflow cannula were exchanged due to suspected thrombosis. On (B)(6) 2015 support was withdrawn and the patient died later that day from heart failure. An autopsy was denied by the family to confirm the suspected left ventricular thrombosis.

Manufacturer narrative:
(B)(4). The patient had a history of idiopathic cardiomyopathy. The vad was implanted on (B)(6) 2015. The patient developed initial signs of sepsis with severe inflammation and disseminated intravascular coagulation (dic) on (B)(6) 2015 followed by incomplete blood pump filling on (B)(6) 2015. Cardiac echo revealed a large clot in the lv that the site suspected was occluding the inflow cannula. The pump and cannula were exchanged for suspected thrombus and a head CT revealed a complete mca infarct on (B)(6) 2015. After discussion with the physicians, the parents made the decision to withdraw support. The patient died on (B)(6) 2015 after 26 days of support after device support was discontinued.